Manufacturer narrative:
Submit date: 5/30/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports when we flush the air out of the syringe, the syringe then pulls the air back into the syringe. It does not matter if the syringe is hooked to IV tubing or not, the air pulls right back into the syringe.